Event description:
The screw head broke off during a surgery. No pt or user involved; the surgery was completed successfully.

Manufacturer narrative:
Document review: mpact bone screw 6,5 x 40 mm - (B)(4)/lot 103029. Document review was carried out on the lot 103029 ((B)(4)): all parameters were found to be conforming to specifications valid at the time of mfg. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Twenty three screws belonging to this lot have been already implanted and no incidents have been reported up to now. The breakage of the screw did not affect the surgery and the surgeon left the broken part in the bone, without its head. The mpact cup is often implanted without screws, so this problem is an inconvenience to the surgeon and does not compromise the stability of the cup. On the basis of the info collected no conclusion can be drawn. The root cause of the event is unk. It is possible that the surgeon fastened the screw too tight breaking it. This is the first case of breakage of an mpact screw.